Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was incorrectly displayed. Additionally, the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was not charging during the reported event. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 70-79 mg/dl.